Event description:
Information received indicates the bed failed the electrical safety check during a preventive maintenance inspection. No electrical ground.

Manufacturer narrative:
The technician replaced the ac power cord plug due to a defective ground pin.